Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI powerport isp implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth in both break regions. A kink and a split were noted on the proximal portion of the attached catheter. Upon infusion, water was observed exiting from the partial circumferential break. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post port placement via the right internal jugular vein, the contrast medium leaked near the vascular insertion site. It was further reported that the catheter allegedly had a crack. Reportedly, the port system was removed. There was no reported patient injury.

Event description:
It was reported that approximately three years post port placement via the right internal jugular vein, the contrast medium leaked near the vascular insertion site. It was further reported that the catheter allegedly had a crack. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.